Manufacturer narrative:
The reported events were high pacing impedance and unacceptable threshold. As received, a complete lead was returned in one piece with helix found extended and clogged with blood. The reported event of unacceptable threshold was confirmed. X-ray inspection found the inner coil inside the connector region was overtorqued consistent with procedural damage. Shorting between conductors was noted caused by overtorquing the inner coil inside the connector region. The cause of the unacceptable threshold was due to overtorqued inner coil inside the connector region. The reported event of high pacing impedance was not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures.

Event description:
New information received notes that the right ventricular (rv) lead had loss of capture.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited high capture threshold and high impedance measurements. The rv lead was removed and replaced. The patient was in stable condition.